Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2010, the patient was found to have weight increased (": weight gain"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), back pain ("backpain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("menorrhagia (bleeding b/w periods"), vaginal discharge ("vaginal discharge") and scar ("scar tissue formed around coils"). The patient was treated with ibuprofen and tramadol hydrochloride (tramadole). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, back pain, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, metrorrhagia, female sexual dysfunction, weight increased, vaginal discharge, vaginal haemorrhage, menorrhagia, nausea, abdominal pain lower and scar outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, metrorrhagia, nausea, pelvic pain, scar, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pain dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, she received treatment for bladder/urinary problems: vaginal discharge, perforation: fallopian tubes, uterus: no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2010, the patient was found to have weight increased (": weight gain"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), back pain ("backpain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("menorrhagia (bleeding b/w periods"), vaginal discharge ("vaginal discharge") and scar ("scar tissue formed around coils"). The patient was treated with ibuprofen and tramadol hydrochloride (tramadole). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, back pain, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, metrorrhagia, female sexual dysfunction, weight increased, vaginal discharge, vaginal haemorrhage, menorrhagia, nausea, abdominal pain lower and scar outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, metrorrhagia, nausea, pelvic pain, scar, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pain dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, she received treatment for bladder/urinary problems: vaginal discharge, perforation: fallopian tubes, uterus: no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received: new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), nausea, lower abdominal pain, scar tissue formed around coils were added. New reporter, height, treatment drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("backpain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), the first episode of metrorrhagia ("menorrhagia (bleeding b/w periods"), the second episode of metrorrhagia ("menorrhagia (bleeding b/w periods") and vaginal discharge ("vaginal discharge") and was found to have weight increased (": weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, back pain, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, the last episode of metrorrhagia, weight increased and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain, uterine perforation, vaginal discharge, weight increased, the first episode of metrorrhagia and the second episode of metrorrhagia to be related to essure. The reporter commented: she received treatment for pain dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, she received treatment for bladder/urinary problems: vaginal discharge, perforation: fallopian tubes, uterus: no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced with dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, menorrhagia (bleeding b/w periods), perforation: fallopian tubes, uterus, bladder/urinary problems: vaginal discharge, weight gain, essure confirmation test: no added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.